Manufacturer narrative:
Final analysis: the reported event of ¿white object in the lead tip near the helix¿ was confirmed. As received, a product was returned in its original packaging box with unopened outer tray sterile packaging. Visual inspection as received found foreign material on the end of the helix which appears to be medical adhesive. Correction: investigation findings code " 170 - manufacturing process problem identified" replaced with "706 - assembly problem identified".

Manufacturer narrative:
Preliminary evaluation: the reported event of ¿white object in the lead tip near the helix¿ was confirmed. As received, a product was returned in its original packaging box with unopened outer tray sterile packaging. Visual inspection as received found foreign material on the end of the helix which appears to be medical adhesive.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure for an implant, a white material was seen in the lead tip near the helix while in box. The lead was not used. Images suggest what was seen may be a steroid plug but this could not be confirmed. The patient was stable and unaffected as the lead was not used.